Manufacturer narrative:
Initial reporter: hospital contact number: (B)(6). Manufacturing investigation evaluation: the product received was assembled but had visible nicks and dents around the face in the hex area. The raw material could not be measured because product was assembled, but it was confirmed to be correct based upon the device history records. All features relevant to the complaint condition met specifications. The axon screws were received assembled with components exhibiting post production/acceptance damage that includes: nicks and dents on hex face of screw with damage to the interior hex area with possible indications that the driver was used to lever component into position. On the neutral body, there are indications that the locking cap was forced into position as indicated by metal shards displaced on the load side of buttress thread. Also, visibly detectable are nicks and dents in the rod slot. No manufacturing related issue was identified and/or confirmed. No product problem was identified and the mentioned malfunction could not be reproduced. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted or explanted during the surgical procedure on (B)(6), 2015. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report for synthes europe reports an event as follows: it was reported that a patient underwent cervical surgery for a two-level cervical degeneration on (B)(6), 2015. During the procedure, the axon screws were placed without any issue. While placing the rods into the screw heads in order to fixate the innies (locking caps), however, the innies became loose. After several attempts, the screws needed to be removed and new screws were placed. With the new screws, the innies were able to be locked. The procedure itself was ultimately completed successfully with the addition of thirty (30) surgical minutes. It was also noted on the device report that the tip of a 2.4mm drill bit broke. It is unknown if this issue occurred during the same surgery; therefore, it will be addressed under (B)(4). This report is 2 of 3 for (B)(4).

Manufacturer narrative:
DHR review ¿ manufacture date: 06-23-09. A documentation error was noted; however it was not relevant to complaint condition because it would not cause the locking screws to become loose. No other discrepancies were noted that would be associated with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.